Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an error message from the cycler for air detected in the cassette while in drain 3 of 5 during the pd treatment. The patient stopped the treatment and disconnected the supplies. The following morning when he removed the cassette, he notices fluid coming out of the cycler cassette area. A cycler replacement was requested. The patient was advised to contact the pd nurse regarding this incident and use manual supplies to complete his treatment while waiting for the new cycler to arrive. The set was not made available for evaluation. Upon follow up with the pd nurse it was determined that the patient had gone to the clinic 7 days after the event. According to the pd nurse the patient had not experienced any adverse events as a result of this incident. No antibiotics were prescribed as prophylactic and no culture test was performed.